Event description:
On (B)(6) 2014, new information notes that the lead was capped on (B)(6) 2014 due to insulation anomaly and loss of capture. This event was presented at the time of follow up.

Event description:
It was reported that the right atrial lead exhibited low impedance. The lead would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.